Event description:
The rptr stated that his mother had gotten a meter result of 419 mg/dl, and retested within 5 minutes with a reading of 135 mg/dl. He did not know if it was a same fingerstick test or not. The rptr stated that no comparison had been made with the color chart on the vial. He reported that his mother did not have any symptoms of hypoglycemia, and did not seek medical advice. No control solution was available for testing.